Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the device in the right had migrated/ presence of the fallopian tube occlusion devices in the pelvis') in a 40-year-old female patient who had essure (batch no. 836682-not valid, 936682) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)/ the left one was patent" on (B)(6) 2012. The patient's medical history included delivery in 2012. Previously administered products included for an unreported indication: nuvaring from 2007 to (B)(6) 2011. Concurrent conditions included dysmenorrhea. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) from (B)(6) 2012 to (B)(6) 2015, etonogestrel (nexplanon) since (B)(6) 2018, intrauterine contraceptive device (iud nos) from (B)(6) 2015 to (B)(6) 2017, metoclopramide hydrochloride (reglan) and minerals nos;vitamins nos (prenatal vitamins). In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("physical pain/pelvic pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), fatigue ("fatigue"), migraine ("migraine headache"), depression ("psych injury/depression") and anxiety ("psych injury/mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with hydrocodone bitartrate;paracetamol (norco), nsaids and paracetamol (acetaminophen). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage, fatigue, migraine, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, fatigue, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2011, (B)(6) 2012, (B)(6) 2014, (B)(6) 2012. Insertion details: essure was placed in left cornua and right cornua. Number of proximal coils: 3 on left cornua and 3 on right cornua. As per follow-up of 31-mar-2021: essure removal was recommended. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded, patent left tube; on (B)(6) 2016: unilateral occlusion (right tube occluded); in (B)(6) 2016: second exam: the left fallopian tube was still open and the device in the right had migrated and reopened. X-ray - on (B)(6) 2019: fallopian tube occlusion devices project in the pelvis. Lot # (836682) is inv lot number: 936682 manufacturing date: 2012/01 expiration date: 2015/01 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 9-apr-2021: quality safety evaluation of product technical complaint we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the device in the right had migrated/ presence of the fallopian tube occlusion devices in the pelvis') in a (B)(4) year-old female patient who had essure (batch no. 836682-not valid, 936682) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included norco. Other product or product use issues identified: device ineffective "failure to occlude (close)fallopian tube(s) the left one was patent." On (B)(6) 2012. The patient's previously administered products included for an unreported indication: nuvaring from 2007 to (B)(6) 2011. Concurrent conditions included dysmenorrhea. Concomitant products included metoclopramide hydrochloride (reglan), minerals nos;vitamins nos (prenatal vitamins), nsaids and paracetamol (acetaminophen). In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient started norco at an unspecified dose and frequency. In (B)(6) 2012, the patient experienced pelvic pain ("physical pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psych injury/depression"), anxiety ("psych injury/mental anguish"), migraine ("migraine headache") and fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, fatigue, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2011, (B)(6) 2012, (B)(6)2014,(B)(6) 2012. Essure was placed in left cornua and right cornua. Number of proximal coils: 3 on left cornua and 3 on right cornua. No essure removal was planned. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded, patent left tube; on (B)(6)2016: total bilateral occlusion unilateral occlusion (right tube occluded); in (B)(6) 2016: the left fallopian tube was still open and the device in the right had migrated and reopened.. X-ray - on (B)(6) 2019: fallopian tube occlusion devices project in the pelvis.. Lot number 836682 is not valid. Lot number: 936682, manufacture date: 2012-01, expiration date: 2015-01 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received. Event added: the device in the right had migrated. Lab data, reporters information and medical history were added. Case category updated to serious incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.